Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the im nailing distal locking screw backed out of the nail and bone. The patient underwent a revision procedure on (B)(6) 2026 due to pain and risk of fixation failure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed screw migrated and separated from the end cap, therefore the reported event was able to be confirmed. The rfn-advanced retrograde femoral nailing system surgical technique guide, se_820613 rev. Ai states the following: note: in a standard locking construct, the use of a 0 mm end cap may reduce the risk of screw migration. Final tightening of locking screws must be completed with manual detachable handle. Disengage the power tool from the screwdriver shaft before the screw is fully seated and use the handle to bring the screw to its final position. Procedure: for the 0 mm end cap, the insertion handle can remain in place to help align the end cap to the nail. The end cap fits through the barrel of the insertion handle. Insert end cap through barrel of insertion handle and tighten until secure. Thread the end cap into the nail until it engages the most distal screw. To achieve higher insertion torque, use the t-handle to ensure the end cap is tight to the distal screw. Image intensification may be used to visualize the end cap contacting the screw. If desired, the end cap can be locked to the screwdriver by use of the retention pin. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the lockscr f/nails ø5 l 72 xl25 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part# 04.045.072ts lot # 68461p5 manufacturing site: synthes produktions gmbh supplier: na release to warehouse date: 24 jun 2025 expiration date: na a manufacturing record evaluation was performed for the finished article lot, and no non-conformances were identified. If additional information is made available, the investigation will be updated as applicable.